Event description:
During an exploratory lap procedure, the jaws would not close. Unsure how finished procedure. It is believed they pulled another device.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed.